Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: there was no reported product deficiency. The reported patient effect of dissection is a known observed and potential adverse event as listed in the xience v everolimus eluting coronary stent system instructions for use. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, could not be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling.

Event description:
It was reported that an angiogram was performed and revealed a focal lesion with 80% occlusion in the distal left main with mild tortuosity and heavy calcification. Pre-dilatation was performed with a 1.5x8 and a 2.5x8 unspecified balloon catheters at 14 atmospheres (atms). A 4.0x12 rx xience v stent delivery system (sds) was advanced without resistance and deployed at 14 atms. Post stent deployment, a dissection was noted at the distal portion of the stent. A 3.5x12 rx xience v sds was advanced and implanted to treat the dissection. There was no adverse patient sequelae and no clinically significant delay in the procedure. No additional information was provided.